Event description:
Event description guidant received information that this bipolar pacing lead was laser extracted due to a conductor fracture. A new guidant bipolar pacing lead was successfully implanted. Guidant also received information that during the same procedure the implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion.